Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead. Cardiac perforation was suspected. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.

Event description:
Additional information received indicates that patient presented for follow up. Device interrogation revealed recurring issue of high capture threshold. Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.